Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: a synergy ous, mr, 3.5x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the centre strut lifted and pulled proximally on one side and some struts appeared distorted. The undamaged stent od (outer diameter) measured using a snap gauge which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance and subsequent damage during attempts to advance the device through the tortuous lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-dec-2016 it was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous right coronary artery (rca). Predilation was performed with a 2.0x20mm maverick balloon catheter. A 3.50x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was in good condition. However, returned device analysis revealed stent damage.